Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited short noise reversion episodes with no clear lead noise. There was also a drop in sensing threshold in july 2020. It was suggested to bring the patient into clinic to check for possible lead issue. No interventions were reported. There were no consequences to the patient.